Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the stimulation was not working, which a caused an increase in pain. It was noted that there was no further information regarding the cause of the error message. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a trial that ended on (B)(6) 2018. On (B)(6) 2018 the patient had a return of symptoms/back pain and when they checked their implant they noted that the intensity was down to 2. It was reviewed that this is not a known issue as the controller is paired to the ins and the controller is paired to the wens. The representative noted that the patient never adjusted their ins intensity. No further complications reported.

Event description:
Additional information from the healthcare professional (hcp) reported via a manufacture representative (rep) reported the cause of the change in stimulation was not determined. The rep noted the actions taken to resolve the change in stimulation was the patient turned back up his intensity. It was noted this information was confirmed with the hcp. Additional information from the hcp on december 10th reported the stimulator was not working the programmer read ¿software problem, please call the manufacturer¿. Additional information from the healthcare professional (hcp) on december 10th reported the issue was resolved on december 10th. The hcp noted the actions taken were they had told the subject to take the batteries out and put them back in. It was noted the event was not related to the neurostimulator, the event was not related to the lead and was probably related to the external study device, and was not related to the spinal cord therapy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.